Event description:
Patient called lfs and alleged that their meter was reading inaccurately erratic. They reported results of 396, 185, and 263 mg/dl. These tests were done within 10 minutes. These results fall outside of the 20% specifications. However, the patient was obtaining blood from sites that have not been approved for testing. The patient also reported that some of the test strips they used did not have the wicking action. The patient reported an event, in which they took their insulin and then had to "counter react" it by following their normal regimen. No medical attention was required. Based on the information proviede, there is evidence of a test strip malfunction; however, there is no evidence of the meter contributing to a serious injury. The patient did not report any results that they had obtaind while experiencing the adverse event.